Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4: from "(B)(4)" to (B)(4).

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 was misaligned; there was an issue with the distance between c-ring and jaws. A new device was used to complete the procedure. There was a 5-minute procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/02/2024. An investigation was conducted on 07/12/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices returned. There were no visual defects observed on the intact harvesting device jaws and heater wire. The cannula was observed to be intact. The c-ring observed to be straight instead of curved upward. There were no visual defects observed on the intact c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation" was confirmed. The lot # 3000380314 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure .CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.